Event description:
This pi is for revision of the primary. It was reported by the patient, that he received a notice regarding his left hip being defective. Patient went in and was given an x-ray which was reviewed and was told that it looked fine. After, the patient went in for blood work and his blood work showed high levels of cobalt. Two years later the patient felt a cramp and was unable to move while eating dinner with a friend. The patient went to the hospital where they took an x-ray and was told he needed to be revised as his implant was broken. Patient felt decent the first 8 weeks after his revision but after started experiencing fevers and infections, patient was given antibiotics. Patient stated he doesn't feel up to par, he feels tired. He states that his inner muscles are not recuperating as he would like them to.

Manufacturer narrative:
Update to product code and common device name. Reported event: an event regarding disassociation involving a lfit v40 cocr head that mated with a citation stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: review of the records provided confirmed the disassociation of the implant. Review of implant stickers could define if this was in fact a recall head lot. Obtaining the implant may provide additional insight into the mechanism of disassociation. Obtaining additional clinical and laboratory data may confirm persence of a postoperative pji. While it is unrelated to the pi "event", it appeared that a 40mm head may have been utilized with a 44mm liner at the time of revision. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the primary. It was reported by the patient, that he received a notice regarding his left hip being defective. Patient went in and was given an x-ray which was reviewed and was told that it looked fine. After, the patient went in for blood work and his blood work showed high levels of cobalt. Two years later the patient felt a cramp and was unable to move while eating dinner with a friend. The patient went to the hospital where they took an x-ray and was told he needed to be revised as his implant was broken. Patient felt decent the first 8 weeks after his revision but after started experiencing fevers and infections, patient was given antibiotics. Patient stated he doesn't feel up to par, he feels tired. He states that his inner muscles are not recuperating as he would like them to.